Manufacturer narrative:
Device passed displacement test and self test. No unexpected buzzing vibration noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would not stop vibrating. The customer's blood glucose was 4.3 mmol/l at the time of incident. Troubleshooting was performed. It was reported that the vibrating recurred a while after the insulin pump was restarted. The insulin pump will be replaced and returned for analysis.